Manufacturer narrative:
The product was returned for evaluation. According to the evaluation, the complaint was confirmed that the device was broken. The pictures show the fractured segment of the screw approximated back to the component shaft. This shows how far the component had bent and deformed prior to fracturing. This would have taken a significant amount of force to bend and fracture. The most-likely cause of the complaint was determined to be excessive force on the instrument, likely in conjunction with improper technique of attempting to approximate non-fragmented immovable bone structure. There are no manufacturing defects identified for this lot of parts. Concerning the technique, it is stated in the evaluation that the intent of a this device is to screw into a free floating fractured segment and approximate this segment for fixation. This component was likely used in a non-free floating immovable bone segment which could not be approximated to any floating bone segments and therefore the screw broke as it attempted to manipulate this rigid bone. The non-conformance database was reviewed and there are no non-conformances associated with this lot.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a drill (carroll girard screw hex-end) broke during an open reduction and internal fixation (orif) surgery for multiple facial fractures. It was confirmed the drill was removed from the patient's right check bone sutura frontalis which was not completely detached. The event resulted in a surgical delay exceeding 30 minutes, however the exact duration of the delay was not provided.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a drill broke during surgery. It was confirmed the drill was removed from the patient's bone. The event resulted in a surgical delay exceeding 30 minutes, however the exact duration of the delay was not provided.